Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a crack by the reservoir compartment after it had been dropped on the floor. The blood glucose reading was 185 mg/dl. Advised replacement of the insulin pump. Nothing further reported.